Manufacturer narrative:
Patient information unknown. Event date is unknown. Implant date is unknown. Explant date is unknown. This report is for unknown quantity of unknown screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on an unknown date due to delayed healing. Post-operatively that patient¿s implanted plate reportedly broke. The patient status is unknown. This complaint is to report the patient experiencing delayed healing and resulting revision surgery. It was reported on or around (B)(6) 2015 a correction procedure was performed for a nonunion of a left supracondylar humeral fracture with intercondylar extension using products manufactured by depuy synthes and non - depuy synthes device. Then on or around (B)(6) 2016 a repair of a nonunion left supracondylar humeral fracture was performed using products manufactured by depuy and medtronic. It is unknown if the devices used in original procedure were synthes or non synthes devices. During this procedure, the failed hardware was removed which included a plate that was found to be broken, along with an unspecified amount of broken and failed screws. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 a repair of a nonunion left supracondylar humeral fracture was performed using products manufactured by depuy and medtronic. During this procedure, the failed hardware was removed which included a broken plate and an unspecified amount of broken and failed screws. Concomitant medical devices: a humerus va med/dist plate (part 02.117.704, lot unknown, quantity 1); humerus plate va lcp ss (part 02.117.107, lot unknown, quantity 1); screw va locking 60 mm (part 02.211.060, lot unknown, quantity 2); screw va locking 56 mm (part 02.211.056, lot unknown, quantity 1); screw va locking 24 mm (part 02.211.024, lot unknown quantity 1); screw cortex self tapping 24 mm (part 204.824, lot unknown, quantity 4); screw cortex self tapping 26 mm (part 204.826, lot unknown, quantity 2); screw cortex self tapping 28 mm (part 204.828, lot unknown, quantity 2); screw cortex self tapping 50 mm (part 204.850, lot unknown, quantity 1); screw lock sefl taping 18 mm (part 212.105, lot unknown, quantity 1); screw va locking 34 mm (part 02.211.034, lot unknown, quantity 2); screw va locking 26 mm (part 02.211.026, lot unknown, quantity 2); screw va locking 22 mm (part 02.211.022, lot unknown, quantity 3); plate (part 02.107.302, lot unknown, quantity 1); screw 2.7 meta s-t 30 mm (part 02.118.530, lot unknown, quantity 1); screw va- locking 20mm (part 02.211.020, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.